Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the suture break during the procedure or post-operatively? Please clarify - it broke during the procedure. If suture broke postoperatively, was there any patient consequence associated with the patient? The following information was requested, but unavailable: please provide the lot number for the involved device. Did the patient experience any adverse consequences due to this issue? Was there any treatment provided including prescribing medications?(steroids or anti-infections medicines) patient¿s current status?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture break during the procedure or post-operatively? Please clarify if suture broke postoperatively, was there any patient consequence associated with the patient? Was there any treatment provided including prescribing medications? (Steroids or anti-infections medicines) patient¿s current status? Please provide the lot number for the involved device. Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that a patient underwent a radical resection of rectal cancer on (B)(6) 2020 and suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.